Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, lack of mobility and tissue and bone destruction. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet ceramic head and competitor acetabular components during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02553/02555).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, lack of mobility and tissue and bone destruction. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet ceramic head and competitor acetabular components during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes reports the presence of fluid, lack of bony ingrowth of the acetabular component, and osteolysis consistent with metal-on-metal debris.